Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged and intertwined with another stent. The stent struts were severely damaged, bunched and stretched across the length of the two stents. As the delivery system was not returned with the stent, as individual assessment of the catheter could not be performed. Based on the complaint report and the analysis performed, the damage most likely occurred when the stent of the device came into contact with a previously implanted stent. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09571. It was further reported that this patient had a different synergy¿ drug-eluting stent implanted in the mid left anterior descending (lad) artery in (B)(6) 2016. They presented in (B)(6) 2016 for follow up angiography which revealed a lesion in the distal lad. Following pre-dilatation, this 2.50 x 28 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was withdrawn. It was previously reported that the stent was damaged; however, it was further reported the stent had dislodged and remained in the previously implanted synergy stent. During an attempt to retrieve the dislodged 2.50 x 28 synergy¿ stent with a snare, the previously implanted synergy stent was explanted and came out along with the dislodged 2.50 x 28 synergy. The patient felt little pain which resolved after both stents were successfully removed from the patient. Dilatation with a balloon was performed and the procedure was completed. The patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The target lesion was located in the calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion and stent damage was noted. The procedure was completed using a different device. The patient's condition was fine.

Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. (B)(4). Type of reportable event corrected from malfunction to serious injury. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09571. It was further reported that this patient had a different synergy¿ drug-eluting stent implanted in the mid left anterior descending (lad) artery in (B)(6) 2016. They presented in (B)(6) 2016 for follow up angiography which revealed a lesion in the distal lad. Following pre-dilatation, this 2.50 x 28 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was withdrawn. It was previously reported that the stent was damaged; however, it was further reported the stent had dislodged and remained in the previously implanted synergy stent. During an attempt to retrieve the dislodged 2.50 x 28 synergy¿ stent with a snare, the previously implanted synergy stent was explanted and came out along with the dislodged 2.50 x 28 synergy. The patient felt little pain which resolved after both stents were successfully removed from the patient. Dilatation with a balloon was performed and the procedure was completed. The patient's status was fine.